Event description:
It was reported that the electric dermatome handpiece was not cutting the skin properly. The graft was still able to be used and the surgery was completed with the device with no delay.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.